Event description:
Follow-up revealed the patient's has been experiencing difficulty with sensor acquisition and transmission. It was also reported the patient has been non-compliant with trying to address the issue via troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor measurement was reviewed and showed inaccuracy. As a result, a right heart catheterization was performed along with recalibration. The patient's sensor measurement will be monitored for the time being.